Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, anterior needle, link, and both cuffs were not returned. Without the return of these components, the scope of this investigation was limited. Inspection indicated that the barb of the posterior needle was damaged. This suggested that the posterior needle was initially engaged with the posterior cuff during needle deployment; however, became detached when retracting the needle plunger. Cuff-to-needle tip detachment would subsequently result in a failure to retrieve the suture. During testing, a proxy plunger was inserted and retracted successfully without any observable resistance. The whole suture was able to be pulled out from the device without any resistance suggesting that suture drag could have contributed to the cuff-to-needle tip detachment during plunger retraction. Based on the investigation findings, the root cause for posterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. (B)(4).

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was present. The physician rewired and removed the proglide device. Hemostasis was achieved using a second proglide device. There were no reported adverse patient effects. Though requested, no additional information was provided.